Event description:
It was reported during a wrist fracture repair the screws would not lock and appeared to be stripped. They were replaced and the case was completed with no further issues.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the locking threads are damaged on both screws returned. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screws.